Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed on the returned device part # 309.600. The visual inspection has shown that the end of the connection is broken off. The broken off portion was not sent back for evaluation. In addition, the cutting edges are rounded and worn. The review of the production history revealed that this drill bit was manufactured in september 2011 as per the specification and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. The broken surface is homogenous what indicates material conformity as well. The device conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The hardness was measured and was found according to the specification. The overall length could not be measured anymore due to the breakage incurred. Unfortunately, we are not able to determine the exact cause of this complaint. Based on the returned condition of the device, we only can assume that accumulated wear in combination with a mechanical overload situation has caused the breakage. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number: (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record (DHR) review was performed for part # 309.600, lot # f-11993: manufacturing location: (B)(4) supplier: (B)(4), manufacturing date: 20. Sept. 2011: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that upon receipt of the loan set from distributor it was discovered that the tail part of the cannulated drill bit for the proximal femoral nail antirotation (pfna) is broken. Reportedly there was no patient involvement. This report is for one (1) cannulated drill bit for the pfna. This is report 1 of 1 for complaint (B)(4).